Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 1470 mg/dl. The customer was treated for the high blood glucose with insulin shots. The customer was not hospitalized. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting but no anomalies were discovered on the insulin pump. The customer stated was sent new sets.